Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1355044: - 1308950: no complaint against the device. Device returned to device analysis. - 2647229: capsular contracture, anxiety - product/procedure, a050401 - fluid/blood leak. Device not returned to device analysis. - 581572: a1401 - deflation problem. Device returned to device analysis. - 594305: size exchange. Device returned to device analysis. - (B)(4): e020201 anxiety, a050401 fluid/blood leak. Device returned to device analysis. Even though there were 2 additional complaints of a050401 fluid/blood leak for this lot number, only 1 device was returned, and after inspection no workmanships were detected. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 (v6.0) the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patient's concern with the product". Healthcare professional reported later by operative procedure "ruptured". This record is for the right side. Device has been explanted.